Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump had cracked reservoir tube lip and cracked reservoir tube noted.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was 400 mg/dl. The customer treated their high blood glucose level with an injection. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.